Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported system fault sf75 error message and revealed the occurrences of system faults sf74 and sf218 indicating a software task fault and a main board error respectively. Based on all available evidence and complaint investigations of a similar nature, the reported system faults 74, 75, and 218 were due to a software issue. The device was recalibrated to address these errors. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) indicating a calibration issue with the pneumatic block software. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) indicating a calibration issue with the pneumatic block software. There was no patient injury reported as a result of this incident.